Event description:
On an unknown date, the patient presented to the facility with renal insufficiency, coronary heart disease, hypertension and an abdominal aortic aneurysm measuring 5-6 cm in diameter. On (B)(6) 2014, the patient was implanted with a gore® viabahn® endoprosthesis (item#: vbc061502, lot#: 11737476) as a chimney graft in the left renal artery, and a gore® tag® thoracic endoprosthesis (item#: tag4015; lot#: 10394334) to prevent possible rupture of the aneurysm. It was reported that the viabahn device slipped out of the left renal artery after it had been completely deployed. The physician was able to withdraw the viabahn device successfully. However, the left renal artery was unintentionally covered by the tag device, and the left kidney was damaged. The patient was reportedly treated with postoperative renal dialysis due to the damage of left kidney and the pre-existing serious renal insufficiency. On (B)(6) 2014, the patient reportedly expired. No details regarding the cause of death were available.

Manufacturer narrative:
The review of the manufacturing records verified that this lot met all pre-release specifications. Waiting images for further investigation.

Manufacturer narrative:
(B)(4)